Event description:
Bilateral capsular contracture, baker grade 4, left side and bilateral ptosis, grade 3, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was intact and functional with light yellowing. The device weighed 194.3 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.